Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. On 09/05/25, reynosa received 1ea complaint product sample from the customer without the original package or label identified. The complaint sample was disinfected according to rqam-326, as the complaint product sample was being disinfected, it was detected that the main line assembled to the saline "t" connector was separated. The complaint product sample was visually inspected in accordance with bom 03-2522-1. During microscopic visual inspection, no solvent was observed on the main line or inside the saline t connector. The absence of solvent could have resulted in inadequate bonding,leading to separation between the main line and the t connector and subsequently causing leakage. No other damages were identified on the combiset. After further inspection no other problems were found. There was a lack of solvent at the joint between the saline line and the saline t connector. The reported event was confirmed during sample evaluation. Please see attachment a for the investigation report. The potential causes of this kind of failure mode could be caused due to: ¿ incorrect assembly technique. ¿ unqualified operator. ¿ unclear work instruction. ¿ dispensers not appropriately working in the assembly process. ¿ lack of solvent in dispenser. ¿ solvent application technique. Since the lot number of product involved is unknown, a search in the system was performed to identify all related lots shipped to the customer within three (3) months prior to the event date to identify the lot number of the complaint product. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility registered nurse (rn) reported a combi set blood line separated near the saline line, introducing air into extracorporeal system and causing blood to leak out. Upon follow-up, the rn reported blood was noticed coming from saline line connection on the arterial side approximately 1.5 hours into a patient's hemodialysis (hd) treatment. Blood leaked from the saline line t-portion, with separation at the arterial section, at the separation area noted at the saline line connection t-portion at the arterial line connection of the blood lines. Blood came out and air was pulled into the extracorporeal system. It appeared that it separated and came apart and that the line was defective. The machine did not alarm as a result of the reported event. The rn confirmed that the machine did not malfunction. No further damage and/or defects were noted. A fresenius 2008t hemodialysis machine and dialyzer were used for treatment and the patient's blood was able to be returned from the venous side. The rn stated that the patient¿s estimated blood loss (ebl) was 100 ml. The rn stated an adverse event was notated in the patient safety event site and confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with a new dialyzer and tubing lines without further issue. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a combi set blood line separated near the saline line, introducing air into extracorporeal system and causing blood to leak out. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, h3 correction: d10 concomitant product.

Event description:
A user facility registered nurse (rn) reported a combi set blood line separated near the saline line, introducing air into extracorporeal system and causing blood to leak out. Upon follow-up, the rn reported blood was noticed coming from saline line connection on the arterial side approximately 1.5 hours into a patient's hemodialysis (hd) treatment. Blood leaked from the saline line t-portion, with separation at the arterial section, at the separation area noted at the saline line connection t-portion at the arterial line connection of the blood lines. Blood came out and air was pulled into the extracorporeal system. It appeared that it separated and came apart and that the line was defective. The machine did not alarm as a result of the reported event. The rn confirmed that the machine did not malfunction. No further damage and/or defects were noted. A fresenius 2008t hemodialysis machine and dialyzer were used for treatment and the patient's blood was able to be returned from the venous side. The rn stated that the patient¿s estimated blood loss (ebl) was 100 ml. The rn stated an adverse event was notated in the patient safety event site and confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with a new dialyzer and tubing lines without further issue. The complaint device was available to be returned to the manufacturer for evaluation.